Manufacturer narrative:
Other, other text: h6 evaluation and conclusion codes: updated. Device evaluation: one device was returned for investigation. Under visual inspection the sample appeared to be in good condition. Functional testing found that the sample cannot pass this 12 hour test - cuff was deflating during inflation. Source of leak was found to be tear in cuff. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was not holding air after inflation when used on patient. Cuff deflated when tested after removal and unable to hold air. Medical intervention required was respiratory support provided.

Manufacturer narrative:
B5; d10 and h3 codes updated. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress.

Event description:
Additional information received on (B)(6)2023. At the time it was discovered the cuff would not deflate; it was changed to a new one. The patient was discharged on 23-mar-2023 and the trachy site was healed.